Event description:
Check whether inappropriate shocks might have been delivered due to an insulation defect at the lead. The old lead was closed down because of high impedance (>3000 ohm), and the attached end piece was cut off for testing. Also removed was a cardiac airbag, MDR 1028232-2007-0233.

Manufacturer narrative:
The lead was visually inspected. A proximal lead fragment was available for analysis. The lead was separated distal from the shunt. No insulation defects could be found at the proximal lead segment. An electrical examination was performed between the cut distal from the shunt and the respective connectors at the proximal end. No short circuits or interrupted conduction was found in this examination. In summary, the oversensing, the interference signals, and the inadequate shock delivery could be traced in the stored iegms. No anomalies, such as a frayed insulation, conductor breaks or short circuits, could be detected at the provided proximal lead fragment. The ICD also did not show anything out of the normal. The ICD worked according to specifications. The analysis was unable to find the cause of the oversensing and the inadequate shock delivery.